Event description:
It was reported that there is an image issue with the 7700 system. It was noted that the image flickers out then comes back on. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the power supply assembly. The system was tested and found to be working as intended and placed back into service.